Manufacturer narrative:
Investigation summary: the reported complaint was confirmed. The device failed power on test and swollen battery was observed. The failure was a result of the dead tablet battery from normal use. A battery will be replaced by ICU medical when the maximum charging capacity is below 80%. A 12-month service history review shows no results of the device being returned for repairs or complaints.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unspecified date, the unit overheated along with the display not staying on. This unit is turning itself off mid-use. There was no patient harm reported.